Event description:
During the analysis of a post-market clinical follow-up (pmcf) study with visulas green selective laser trabeculoplasty (slt), the sponsor identified a case in which a patient (subject in-026) experienced a 3-line decline in best corrected visual acuity (bcva) and an increase in intraocular pressure (iop) at the 1 month follow-up visit. According to the information provided in the complaint description, a patient with bilateral primary open angle glaucoma (poag) that was participating in a post-market clinical follow-up (pmcf) study, suffered from a decrease in bcva and in increase in intraocular pressure (iop) in the study eye. As a consequence, the patient received gonioscopy-assisted transluminal trabeculotomy (gatt) surgery in the study eye. However, ahmed glaucoma valve (agv) implantation was also necessary in the contralateral eye. After both surgeries, the iop stably reached 18 mmhg in both eyes.

Manufacturer narrative:
The most possible root cause is the described decline in bcva and increase in iop after slt treatment represents a treatment failure for slt. As a consequence, the patient received gonioscopy-assisted transluminal trabeculotomy (gatt) surgery. According to the literature, the success rate for slt ranges from 22 % to 79 %. There is no information about a device malfunction.